Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient said she heard the tones a few days ago then seen a cardiologist. It was found the device was in safety mode. Technical services explained what safety mode was and the patient will follow-up with the electrophysiologist. At this time, the ICD remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this implantable cardioverter defibrillator (ICD) was explanted and replaced. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient said she heard the tones a few days ago then seen a cardiologist. It was found the device was in safety mode. Technical services explained what safety mode was and the patient will follow-up with the electrophysiologist. At this time, the ICD remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this implantable cardioverter defibrillator (ICD) was explanted and replaced. This device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability commensurate with battery voltage. The initial cause of the oscillator issue cannot be determined.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient said she heard the tones a few days ago then seen a cardiologist. It was found the device was in safety mode. Technical services explained what safety mode was and the patient will follow-up with the electrophysiologist. At this time, the ICD remains in service. No adverse patient effects were reported.